Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers : z-1972-2021. Z-1974-202. Z-1973-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that a device was received by the patient 5 months prior to recall announcement. The user sent photos and alleges a black particles. The user alleges removing the foam and not noticing a difference in the device's performance. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.